Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). This report is being filed on an international product, alinity I hbsag next confirmatory, list number 01r65-22, that has a similar product distributed in the us, list number 01r65-21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false repeat reactive alinity I hbsag next qualitative results for a patient. The following results were provided: 01oct2024 sid (B)(6) = 10.7 s/co (reactive), 11.9 s/co (reactive) 02oct2024 hbsag neutralizing confirmatory results sid (B)(6): hbsagnx c2 = 12.42 s/co; hbsagnx c1 = 0.267 s/co; hbsagnx %n = 100% (confirmed positive) diasorin liason result = negative there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 54185fn00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. An in-house testing of a retained reagent kit of the complaint lot was not performed since the complaint lot number 54185fn00 expired on 11oct2024. A review of labeling was performed and found to sufficiently address the customer's issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I hbsag next qualitative confirmatory reagent, lot number 54185fn00.

Event description:
The customer reported a false repeat reactive alinity I hbsag next qualitative results for a patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 10.7 s/co (reactive), 11.9 s/co (reactive). (B)(6) 2024 hbsag neutralizing confirmatory results sid (B)(6): hbsagnx c2 = 12.42 s/co; hbsagnx c1 = 0.267 s/co; hbsagnx %n = 100% (confirmed positive). Diasorin liason result = negative . There was no impact to patient management reported.